Event description:
Customer reported that the touchscreen of their insulin pump became unresponsive, rendering interaction with the pump screen impossible. There was no adverse impact to the customer¿s blood glucose level during the incident. Technical support provided pump reset instructions, but the issue persisted after resetting. As a corrective measure, the customer was instructed to use a multiple daily injection therapy as a backup for insulin delivery while a replacement pump was sent.